Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer indicating that the patient was due for a pump refill on (B)(6) 2015. The patient's insurance would not cover the refill from her physician and did not have the money to get the pump refilled. The patient missed an appointment and was going to have a first appointment on (B)(6) 2015 with a doctor who would get to know the patient but was unable to do the pump refill on that date. A healthcare provider notified a company representative on (B)(6) 2015 that they suspected the pump was flipped initially, but fluoroscopy showed it was in the correct orientation. When the patient moved around, specifically when she sat up, they noticed that the pump was flipped. The issue was surgically corrected on (B)(6) 2015. The catheter was twisted significantly and had fractured so that was replaced as well on (B)(6) 2015, in addition to a new pouch also having been added. The cause of the pump flip was the large pocket and the pump was no longer sufficiently anchored upon opening the pump pocket. The patient experienced no symptoms and actually thought she was getting good relief. The patient had noticed the pump had moved around, but there were no drug-related symptoms. It was unknown how long ago the issue occurred. It was only during a routine refill when they suspected that the pump was flipped. The pump currently administered baclofen with concentration 2000 mcg/ml at a dose rate of 157 mcg/day. Follow-up information was requested to obtain the type of baclofen and concomitant drugs.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient was reportedly on no oral medication. The catheter was coiled because of the repeated flipping of the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the pump was flipped. The flipped pump was confirmed. The pump flipped at the end of 2013. The patient started having severe pain and several tests were done. They could not find the cause. Initially they suspected a hernia but they found out that the pump had flipped again. The physician flipped it back manually. They suspected the pump was flipped due to refill difficulties. They would hit metal when going to refill the pump which is what caused them to know the pump was flipped. The patient did not have therapy issues at the time of report because the pump was able to be filled and therapy was helping the patient "very much." It was noted that the patient wanted to stay with their current physician but they were out of network. The patient had a consult with a new physician on (B)(6) 2015, to see if he would take them on as a patient. The pump system was delivering baclofen. (This source document contained omitted information, unrelated to this event, which is captured in pe (B)(4))